Event description:
It was reported that high impedance was measured on all 4 electrodes prior to replacement surgery. Upon opening the stimulator pocket, it was noticed that the connector of the lead was damaged and the plastic sheath was no longer connected. The lead was replaced but not connected to the implantable neurostimulator. No injury was reported.